Manufacturer narrative:
(B)(4). The transducer is being returned for root cause analysis and a follow-up report will be provided upon completion of this process.

Event description:
A customer reported poor image quality while using an s8-3t micromulti tee transducer. There was no injury associated with this event. Transducer failure evaluation results will be included in a follow-up report upon conclusion.